Event description:
It was reported that during application of a cable, one of three cables broke. Sales consultant believes the incorrect cable was used as it should have been a 1.7mm and the cable was a 1mm. No reported patient impact.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The cable was returned in two pieces with frayed ends. Specification investigation was performed and the cable diameter measurement passed. Additionally, the cable was inspected at the manufacturer's site (pioneer) and met specifications. Based on the evaluations performed, the root cause could not be determined.